Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(Strings ripping out). Leaving the cotton inside with no way to get it out- vagina [foreign body in reproductive tract]. Strings ripping out [device breakage]. The strings have been ripping out when attempting to remove the tampon leaving the cotton inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon strings have been ripping out during removal. No serious injury reported.